Event description:
Customer reported a cryocyte bag that broke upon retreival from liquid nitrogen storage. The contents of the bag were salvaged for transplant. Baxter requested but has not received additional information regarding lot number, processing conditions, and patient impact. This complaint was reported in conjunction with reports of 24 other broken cryocyte bags from the same customer during the timesframe 2005-2006.